Manufacturer narrative:
Medwatch sent to FDA on 12/7/2015. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "inadequate tissue ingrowth" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician indicated the device is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Physician reported implantation of seri during left side mastectomy reconstruction. Approximately seven months post implantation, physician reported left side device removal due to complications with the contralateral side. A 100% of the left side scaffold was removed. Upon removal, "non adherence" of the scaffold was noted. This file is for the left side scaffold. See manufacturer report # 3008374097-2013-00006 for the right side.